Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery (sfa). A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation and was inflated twice at 10 atmospheres for 30 seconds. However, during the third inflation at 10 atmospheres for 30seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported. The patient condition was good.